Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the cdh33 instrument was fired the correct way. The device stapled but did not cut. The surgeon completed the case by suturing.